Manufacturer narrative:
Batch review performed on 13 april 2018. Versafitcup dm double mobility hc liner ø 52/28 reference 01.26.2852mhc lot 173582: (B)(4). Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0 reference 01.29.202 (k112115) lot. 172250: (B)(4).

Event description:
Revision surgery performed due to signs of infection, about 1 month and half from the primary surgery. The pathogen will not be available. The surgeon washed out the hip and revised the head and liner.